Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
Head of the surgery department reported via our sales rep., that he noticed during a surgery that the material at the flexible area of the screwdriver is torn. According to his info, the surgery was completed successfully by using a replacing screwdriver without any pt impairment or any prolongation of the surgery procedure.